Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected. The customer¿s blood glucose level was 190 mg/dl at time of incident. The customer reports pump error which was able to clear but unable to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed self test, displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. No rewind anomalies noted. Pump error 53 found in the device history.